Event description:
It was reported that a malfunction occurred, specifically identified as malf 12. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, assisted in performing the reset, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again.